Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the complication. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined.

Event description:
As part of a clinical study and after completion of an ion biopsy procedure for two lesions on (B)(6) 2024, the patient was hospitalized for dyspnea the next day. Two lesions were biopsied during the procedure; one was 8x8x6mm in size and located in the right upper lobe and the other one was 14x17x13mm in size and located in the left lower lobe. The ion biopsy procedure was completed without any ion device malfunction reported. There was intra-procedural bleeding during the procedure which was resolved with neo-synephrine and cold saline with suction. The patient was discharged later same day. The next day, on (B)(6) 2024, the patient was hospitalized for dyspnea, and levaquin, prednisone and oxygen were given for the dyspnea. The patient recovered from dyspnea and was discharged on (B)(6) 2024. The study investigator assessed the incident as related to neither ion devices nor patient's existing conditions, but rather the procedure itself.